Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope had no recognition of ultrasound signals. The issue occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h6, and h11 were updated. The device was not returned for analysis. The definitive root cause of the recognition failure could not be determined. Olympus will continue to monitor field performance for this device.